Event description:
It was reported that water leaked while using the arctic gel pads, so they checked and found that a part of the arctic gel pad was torn. Per sample evaluation results on 20jun2024, it was reported that the physical sample received for this complaint (lot number # nghr0104) was a different pad kit with a different lot number. Chipped connectors were found during evaluation of (lot number # nghr010). Per sample evaluation results on 09jul2024, it was reported that the separated hydrogel layer seen during evaluation of the returned photo samples.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be that connectors damaged by supplier were received in manufacturing. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. One photo of the pad sticker was received from the customer. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Minor chipping seen on the ends of the left chest pad connector. No visible chips or deformities at the ends of all other connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. The film was not aligned to any hydrogel layer, indicating that the customer had removed the film before returning the pads. No crushed dimples or signs of overlamination in the pads. The sample does not meet specifications per inspection procedure which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked while using the arctic gel pads, so they checked and found that a part of the arctic gel pad was torn. Per sample evaluation results on (B)(6)2024, it was reported that the physical sample received for this complaint (lot number #nghr0104) was a different pad kit with a different lot number. Chipped connectors were found during evaluation of (lot number #nghr010).

Event description:
It was reported that water leaked while using the arctic gel pads, so they checked and found that a part of the arctic gel pad was torn. Per sample evaluation results on 20jun2024, it was reported that the physical sample received for this complaint (lot number #nghr0104) was a different pad kit with a different lot number. Chipped connectors were found during evaluation of (lot number #nghr010). Per sample evaluation results on 09jul2024, it was reported that the separated hydrogel layer seen during evaluation of the returned photo samples.

Manufacturer narrative:
The reported issue was confirmed, cause unknown. The root cause of the reported issue could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be that connectors damaged by supplier were received in manufacturing. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted one opened medium arctic gel pad kit present with no original packaging. One photo of the pad sticker was received from the customer. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. Minor chipping seen on the ends of the left chest pad connector. No visible chips or deformities at the ends of all other connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. The film was not aligned to any hydrogel layer, indicating that the customer had removed the film before returning the pads. No crushed dimples or signs of overlamination in the pads. The sample does not meet specifications per inspection procedure which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)". A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.